Event description:
The customer confirmed the intended procedure was completed using a similar device. There was a delay of 30 minutes but unsure the impact of the anesthesia. No patient medical intervention was needed. The device is being held by the customer and unsure if it will return for evaluation. The device was inspected before use but the cords, scope and bovie machine appeared fine prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. This report is also to correct e1, e3, e4 and h4. E1, e3, e4: corrected email, occupation and checked yes for initial reporter sending to FDA per medwatch# 3104741. H4 - corrected device manufacturer date. B5 - updated with new information received from customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured, therefore, it is found that the cable was used for longer than the specified 12 months. Based on the results of the investigation, it is very likely that age-related wear and tear, combined with repeated severe bending or tensile loads, caused some or all wires in the cable to break. This can cause a voltage spike at the damaged area when the generator is activated, which in this case resulted in the sparking of the cable. However, the sparking in the patient could not be determined at this time. It is possible that only a reflection on the monitor was observed and wrongly identified as a spark. The specific cause of the cable sparking was likely due to age-related wear in connection with improper handling. The service life of the cable is limited to 12 months. After this time, the cable should no longer be used. The following information is stated in the instructions for use regarding proper handling of the device: "additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus received a medwatch (# (B)(4)) that states: "during the tumor resection, a resectoscope was introduced into the bladder, which included a camera used to visualize the field. During the procedure, prior to the start of the resection, the surgeon saw a spark both on the monitor (inside the patient) and about four to six feet away from the patient on the cautery cord. The spark in the patient's bladder did not come into contact with patient tissue. The surgical team threw the cautery cord off of the field and discovered that the cord broke apart from the resectoscope attached. Which was still plugged into the bovie. There was no harm to the patient."